Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation that the device seal became compromised. A 6 x 120 x 120 mm epic vascular stent was on the inventory shelf when it was selected for use for a left leg intervention procedure. The device pouch seal was noted to be slightly opened from the side corner. Another same device was used to complete the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and the safety lock was present, although it cannot be confirmed whether it was removed from the device and then placed back on the device. The stent was in the as-manufactured position. There was no damage to the catheter. Inspection of the packaging revealed that there was evidence of heat transfer on the poly and tyvek sides of the pouch with material of the tyvek on the poly. The evidence is conclusive that the pouch was sealed at one point. The reported compromised seal could not be confirmed via product analysis because the tyvek side of the pouch was not returned. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation that the device seal became compromised. A 6x120x120mm epic vascular stent was on the inventory shelf when it was selected for use for a left leg intervention procedure. The device pouch seal was noted to be slightly opened from the side corner. Another same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.